Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that there was no ultrasound on a phaco handpiece. It is unknown when did the event occur. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample showed no visual abnormalities. The ground resistance of the phaco handpiece was measured at (B)(4), meeting specifications. The handpiece was primed and tuned with no issues and run at 100% for 5 minutes with no issues. The u/s stroke and torsional stroke measurement was taken for the handpiece and met specifications. The handpiece met manufacture´s specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Addtional information was received from the facility. The event occurred prior to the start the phaco procedure. There was no patient involvement.